Event description:
It was reported that the insulation of the right ventricular (rv) lead breached during replacement of device. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154atg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2007; 5076, implantable pacing lead, (B)(6) 2002. (B)(4).